Manufacturer narrative:
H.10: based on the investigation performed for similar cases the reported error code can be due to: - defective flat ribbon cable. - defective encoder board .- loose magnet from the magnet holder . The unit was manufactured in 2008 and according to the analysis of the complaints database a similar event was reported in 2019. Taking into account that both the flat ribbon cable and encoder board were replaced during the repair activity carried out in july 2019, it is unlikely that the fault has been caused by the same components. The device was returned to the manufacturer site for repair. During the check before device repair, it was confirmed that the magnet was loose in its holder. Thus, a loose magnet is the most likely cause of the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the magnet was replaced as well as the linear actuator and tolerance sleeve. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A loaner device will be provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder and could not be calibrated during priming. There was no patient involvement.